Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred on a trilogy evo ventilator. There was no serious patient harm or injury that occurred or was reported. There was no report of medical intervention. The device was returned to the manufacturer for evaluation and a ventilator inoperative alarm, related to the machine flow sensor, was confirmed in the error log. Based on this finding, the flow sensor, blower assembly, and system board was replaced to address the issue. Additionally, unrelated to the reportable malfunction, the evaluation confirmed that the fio2 sensor passed the fio2 test in the diagnostic test. The device passed final testing.